Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a function analysis confirmed the reported disassembly difficulty. Inspection of the device found no damage to the product. In addition, no manufacturing non-conformances were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no previous reported events for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
It was reported that surgeon went to screw on the cup on the da magnetic tip impactor and the cup would not thread on correctly.

Event description:
It was reported that surgeon went to screw on the cup on the da magnetic tip impactor and the cup would not thread on correctly.